Event description:
It was reported that balloon rupture occurred. The over 60% occluded target lesion was located in the non tortuous and mild to moderately calcified left anterior descending artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay.